Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a lantern delivery microcatheter (lantern), a select catheter, and a guidewire. During the procedure, the lantern became damaged within the select catheter. While removing the guidewire, the inner lining of the lantern was stripped out. No additional information was provided. No additional information was provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a medical procedure using a lantern delivery microcatheter (lantern), a diagnostic catheter, and a guidewire. During the procedure, the lantern became fractured within the diagnostic catheter. While removing the guidewire, the inner lining of the lantern was stripped out. No additional information was provided. No additional information was provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated: section b. Box 5. Describe event or problem. Evaluation of the returned lantern delivery microcatheter (lantern) revealed a fracture on the catheter shaft and the internal liner from the proximal fractured segment was pulled through the hub of the catheter. This is likely the reported damage. This type of damage such as a fracture may occur if the lantern is manipulated against resistance. Based on the reported event, the root cause of the resistance could not be determined. The liner damage may have occurred during the reported retraction of a guidewire through the damaged lantern. If the guidewire is retracted from the fractured lantern at an angle, damage such as a liner damage may occur. Further evaluation revealed kinks along the catheter. This damage was incidental to the complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.